Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "we were doing a 1 level fusion (l5-s1). Everything went smooth until the end when we were doing the final tightening on the blockers. That is when dr. Khan noticed something wrong with the screw. He removed the blocker and noticed that the screw head was detached from the shaft of the screw. We ended up removing that screw and replacing it with another 7.5 x 30 screw. Everything was fine after that."